Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) the device is not available. The trudi suction device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The full UDI is not available without the manufacture date. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery (fess) procedure, after booting up the trudi navigation system, error 2100, trudi® emitter pad error, was displayed. The trudi navigation system was rebooted and the error 2100 cleared. It was reported that the trudi navigation system accuracy was off by ¿a full inch.¿ no error was displayed on the trudi navigation system by this point. The patient was re-registered, but the same accuracy issue persisted. The trudi navigation system was replaced with a competitor navigation system in order to continue with the procedure. There was no negative patient impact reported. It was reported that after the trudi navigation system was no longer in use, the system was rebooted and another error 2100 trudi® emitter pad error, was displayed. The system was rebooted, and the error cleared once again. The trudi navigation system displayed error 3107, instrument adapter connection error, for two of the instrument adapters connected to the instrument hub. No further troubleshooting was performed. The procedure was continued and completed without using the trudi navigation system. The software version used was 2.3.2.3. It was reported that the error occurred on boot-up and later in the procedure after rebooting. The error was being constant. There were no broken / bent pins at the extension cable or at the console / ep side. The system was using new nidaq cables. The system has long extension cable. On 19-nov-2024, additional information was received. Per the information, the catalog and lot number of the trudi suction device is not available. When the accuracy issue was observed, the bar below the suction device icon on the trudi system monitor was green. The patient tracker did not move, and the patient tracker cable was not under tension in relation to the event. The emitter pad did not move, and the patient did not move. The device was plugged in after registration. The information indicated that the suction device is not available for return. Based on the additional information received on 19-nov-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿